Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received treatment from paramedics for hypoglycemia. The patient's blood glucose (bg) levels reached 60-70 mg/dl while wearing the pod. Symptoms reported include unresponsiveness and unconsciousness. The patient was treated with a dextrose d12 intravenous therapy, a glucagon pen injection, two glasses of (B)(6) orange juice, a peanut butter sandwich, and an apple. The pod was removed when the paramedics arrived. A new continuous glucose monitor (cgm) sensor was administered. The paramedics contacted the patient's health care provider and settings adjustments were made. Patient was advised to monitor bg levels every 30 minutes for 4 hours once the new cgm calibrated. The patient's blood glucose history is as follows: time bg(mg/dl) 10:20am 301, 2:45pm 142, all day 60-70, temporary basal decrease of 50%, 2:00am paramedics called, paramedics left 128.